Manufacturer narrative:
Our quality engineer visually inspected the returned units and confirmed that the needle was left exposed for one of the units. The needle was bent at the notch and the stylet was also bent. The engineer then attempted to shield the needle and was able to do so without complication. Please note that the second unit was received with the needle properly shielded and no damage to any of the unit's components was observed. An absolute root cause for this incident could not be identified, however, the engineer notes that this type of event can occur due to incorrect activation of the device. Please refer to bd saf-t-intima instructions for use for activation instructions. We appreciate you taking the time to bring this observation to our attention. We were not able to associate the reported defect to our mfg. Processes because first sample was correctly activated following the figure # 4 (B)(4) and second sample was received activated. DHR did not showed evidence of an issue related to the reported by customer. (B)(4) show the procedures used to assemble this product. Root cause could be related with an incorrect device activation by user.

Manufacturer narrative:
Evaluation: return samples received: no. DHR/bhr: DHR for lot number 7026693 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383329 with lot number 7026693 was manufactured on january 30, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. Stylet/ cannula removal force through inserter wings, stylet/ cannula removal force through the prn component, outer safety sheath disconnection force from prn component. No values out of specification or problems during activation were found. DHR for lot number 6334972 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383329 with lot number 6334972 was manufactured on december 8, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. Stylet/cannula removal force through inserter wings, stylet/cannula removal force through the prn component, outer safety sheath disconnection force from prn component. No values out of specification or problems during activation were found in both lots. Additionally all functional test meets specification criteria requested during manufacturing. All relevant information during the DHR review shown that meet all established manufacturing criteria. No internal rejection was generated during the manufactured of these lot number. Without sample for evaluation, we could not determine a root cause for this issue. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: without sample we were not able to associate the reported defect to the mfg process, since this reported defect is not common in our process and with the provided information by the customer for us is very difficult to determinate the root cause. DHR¿s for both lots did not showed evidence of an issue related to the reported by customer. For this product the instruction sheet (B)(4), show correct way to perform the activation safety device (fig. 3) and no to leave exposed cannula, also there is a note: if the safety shield does not lock over needle tip, grasp the textured end of the safety shield with the needle tip pointed down and gently push the telescoping shield downward until the needle is covered (fig. 4). We apologize for the inconvenience that you have with our product and encourage you to send us the defective sample to perform a better investigation of the root of cause. Note: sample has not been received in nogales yet.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7026693; medical device expiration date: 2021-01-31; device manufacture date: 2017-02-09; medical device lot #: 6334972; medical device expiration date: 2020-10-31; device manufacture date: 2016-12-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of the 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system did not properly function during use. No reported medical intervention or serious injury.